Manufacturer narrative:
No device was returned within the duration of this investigation. The device identified by the complaint information has not been received for evaluation. The state of the device and/or a root cause of the complaint as reported was not possible to confirm. However, it is acknowledged that dornier laser fibers are fragile, and must be handled with care as instructed in the applicable instructions for use for laser fibers. Additionally, all laser fibers manufactured at dmta are subject to 100% power performance testing, which verifies the devices are operating as intended. Should a laser fiber be returned allowing further analysis, details concerning the evaluation will be provided in a follow up report.

Event description:
Dmta quality was contacted regarding a thulio laser fiber which was reported to have failed stating the device, "broke."